Event description:
It was reported that a customer experienced issues with air bubbles in the cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support and the customer implemented troubleshooting steps, which included following insertion tips, rotating infusion sites, and ensuring proper cartridge handling. The customer was satisfied with these recommendations and agreed to continue monitoring to prevent future issues.